Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 259 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap appeared normal. Customer advised the issue remained unresolved and troubleshooting was not able to fix the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube), missing address/serial label and missing end cap sticker.